Manufacturer narrative:
Lens was repositioned on (B)(6) 2019 to 90 degrees vertical and the problem resolved. Postoperative report stated "vaulting is better, lens stays in the eye, next examination in one year". Patient code 3191: no code available (secondary surgery, lens repositioning) claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm513.2, -10.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Elevated iop (24 mmhg) without pupil block and angle closure, with excessive vault was observed on (B)(6) 2019. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.